Event description:
It was initially reported that while performing a user test, the device made a loud sparking noise, and emitted a smell of burned components. There was no patient use associated with the reported failure.physio-control evaluated the device and found that it would not charge to the selected energy and was unable to deliver defibrillation therapy.

Manufacturer narrative:
Physio-control replaced the therapy pcb assembly and the energy storage capacitor and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. During repair, the service representative noted that the therapy pcb assembly and the jack connector, designator j2 from the energy storage capacitor was damaged. The conclusive component cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and the energy storage capacitor at the failure analysis center. The cause of the reported failure was determined to be due to a failure of a diode, designator cr44, on the therapy pcb assembly. The diode cr44 caused extensive electrical damage to the therapy pcb and the energy storage capacitor, including the previously specified jack connector, designator j2.